Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to issue the medication. A technical support specialist (tss) found that the medication was not listed on the patient profile, and the pharmacy representative was unable to update the prescription. The tss also discovered that the employee was unable to add the medication for override because the access level was set to emergency. The client stated that the pharmacy was busy and proceeded to follow up to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user was unable to issue medication because it was not listed on the patient profile, and the pharmacy representative could not update the script. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.